Event description:
During installation of the remote antenna, product number 867151, the philips installation team noted that the remote antenna cable, part number 453564656041, had the incorrect cable type marking. No patient involvement.